Event description:
On 28/oct/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 for a scheduled follow-up peritoneal effluent culture and cell count (two weeks post completion of antibiotics for the initial episode of peritonitis). During the appointment, the patient complained of persistent nausea, and an inspection of the patient¿s peritoneal effluent fluid revealed it was cloudy (cell count wbc = 551 u/l, polymorph cells = 96%). As a result, the patient¿s antibiotics were restarted (ip vancomycin 2000 mg every 5 days and ip cefepime 2000 mg daily), however on (B)(6) 2025 the patient presented to the emergency room for worsening symptoms and was admitted. Despite the elevated wbc count, the patient¿s peritoneal effluent culture results were negative for growth. The pdrn reported the cause of the sterile peritonitis was unknown, however the patient admitted it could have been a "possible" touch contamination event (specifics not provided). Additionally, the pdrn reported there was evidence of a fluid leak on (B)(6)2025 inside the cassette compartment. On (B)(6) 2025, the patient¿s pd catheter (not a fresenius product) was surgically removed (rationale not provided), and the patient transitioned to hemodialysis (hd) utilizing a preexisting arteriovenous fistula (avf) without any reported issues. The patient remains hospitalized as of (B)(6) 2025 and is recovering from the serious adverse events. It is currently unknown if the patient will return to pd therapy.

Manufacturer narrative:
Correction: b1, h6 medical device problem code.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse events of peritonitis (characterized by nausea, cloudy peritoneal effluent fluid, and elevated wbc and polymorph cell counts), which required hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, and the patient¿s transition to hd for rrt. Per the pdrn, the definitive etiology of the peritonitis is unknown; therefore, causality could not be firmly established. However, the patient reported it could have been a touch contamination event, but no details were provided. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Additionally, in up to 20% of all peritonitis cases no organism is identified, and diagnosis can only be made by performing a cytological examination of the pd fluid and physical symptoms. Based on the information available, the patient¿s liberty select cycler and liberty cycler set cannot be disassociated from the serious adverse events. There was no direct allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused the serious adverse events. However, given the pdrn¿s inability to provide causality, the known fluid leak, the absence of an identifying organism, and no manufacturer evaluation of the suspect device or product, this clinical investigation cannot exclude the patient¿s liberty select cycler and liberty cycler set from playing a possible role in the serious adverse events.

Event description:
On 28/oct/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 for a scheduled follow-up peritoneal effluent culture and cell count (two weeks post completion of antibiotics for the initial episode of peritonitis). During the appointment, the patient complained of persistent nausea, and an inspection of the patient¿s peritoneal effluent fluid revealed it was cloudy (cell count wbc = 551 u/l, polymorph cells = 96%). As a result, the patient¿s antibiotics were restarted (ip vancomycin 2000 mg every 5 days and ip cefepime 2000 mg daily), however on (B)(6) 2025 the patient presented to the emergency room for worsening symptoms and was admitted. Despite the elevated wbc count, the patient¿s peritoneal effluent culture results were negative for growth. The pdrn reported the cause of the sterile peritonitis was unknown, however the patient admitted it could have been a "possible" touch contamination event (specifics not provided). Additionally, the pdrn reported there was evidence of a fluid leak on (B)(6) 2025 inside the cassette compartment. On (B)(6) 2025, the patient¿s pd catheter (not a fresenius product) was surgically removed (rationale not provided), and the patient transitioned to hemodialysis (hd) utilizing a preexisting arteriovenous fistula (avf) without any reported issues. The patient remains hospitalized as of (B)(6) 2025 and is recovering from the serious adverse events. It is currently unknown if the patient will return to pd therapy.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. No fluid leaks were found after simulated treatment. Valve actuation test ¿ passed. System air leak test ¿ passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 28/oct/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 for a scheduled follow-up peritoneal effluent culture and cell count (two weeks post completion of antibiotics for the initial episode of peritonitis). During the appointment, the patient complained of persistent nausea, and an inspection of the patient¿s peritoneal effluent fluid revealed it was cloudy (cell count wbc = 551 u/l, polymorph cells = 96%). As a result, the patient¿s antibiotics were restarted (ip vancomycin 2000 mg every 5 days and ip cefepime 2000 mg daily), however on (B)(6) 2025 the patient presented to the emergency room for worsening symptoms and was admitted. Despite the elevated wbc count, the patient¿s peritoneal effluent culture results were negative for growth. The pdrn reported the cause of the sterile peritonitis was unknown, however the patient admitted it could have been a "possible" touch contamination event (specifics not provided). Additionally, the pdrn reported there was evidence of a fluid leak on (B)(6) 2025 inside the cassette compartment. On (B)(6) 2025, the patient¿s pd catheter (not a fresenius product) was surgically removed (rationale not provided), and the patient transitioned to hemodialysis (hd) utilizing a preexisting arteriovenous fistula (avf) without any reported issues. The patient remains hospitalized as of (B)(6) 2025 and is recovering from the serious adverse events. It is currently unknown if the patient will return to pd therapy.